Event description:
Nurse was starting an IV on a patient in the pediatric intensive care unit. Nurse clicked the safety device to retract the needle and the needle would not retract. There has been instructions to report this issue as it is a common occurrence with our bd insyte autoguard pnk 20ga x 1.16in. There was no harm to any of the caregivers or the patient. In summary, the peripheral vascular catheter didn't retract and nurse had to walk around with an open sharp and place it in the sharps container. Here is the packing information of the catheter: bd insyte autoguard 20g x 1.16in, ref: (B)(4), lot: 0336781, expiration: 2023-11-30. Other number on packaging but I am not sure what it is: (B)(4). Another number, but again, I don't know what it is: (B)(4).